Event description:
Reportable based on device analysis completed on 11sep2018. It was reported that balloon inflation failure occurred. The target lesion was located in the moderately calcified circumflex artery. A 2.00mm x 15mm emerge was advanced for post-dilatation. However, upon inflating, the balloon did not inflate and was scratched. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.   Returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. The balloon, markerbands, inner/outer shaft and tip of the device were microscopically inspected. Inspection revealed tip damage, and a pinhole in the balloon material located on the distal edge of the proximal markerband. Positive pressure was applied and the balloon immediately starting inflating, however; due to the pinhole in the balloon, pressure could not be maintained. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.